Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (abb tactile changes w/moisture) issue. The audio bolus button was under-responsive. Evidence of moisture was noted in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/12/2015-device evaluation: the pump has been returned and evaluated by product analysis on 09/26/2015 with the following findings: a visual inspection of the pump showed that the audio bolus button cover was torn. Evidence of moisture was observed behind the display lens. During testing, the button responded appropriately to presses. The pump failed a leak test due to the bolus button and a battery compartment leak. The pump cover was opened and moisture was observed on the printed circuit board, the internal components, and on the bolus button pins.